Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a physician opened two 800cc mentor memorygel breast implants and one unspecified gel mentor breast implant and noticed all three breast implants had the patch delaminated from the shell preoperatively. The physician felt uncomfortable placing the two 800cc mentor memorygel breast implants in the patient. The unspecified gel mentor breast implant was implanted in the patient and it is believed it is still implanted in the patient. There was no information provided concerning any posible adverse event relating to the implantation of the unspecified gel mentor breast implant. This report is for one of three devices.